Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387, lot# unknown, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, product type: extension. Product ID: 3387, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation when their right side implantable neurostimulator (ins) was turned on and when they turned the ins off the patient could not stop shaking. It was noted the issue began (B)(6) 2013 and it was stated the patient had not fallen ¿for months.¿ two days later, it was reported the patient¿s left stimulator was off and when they turned it on, it sent a ¿constant signal resulting in pins and needles¿ in their left leg. The patient stated ¿this can¿t be right¿ and was going to leave the stimulator off. It was later reported the day prior to report the patient felt a ¿shock¿ a ¿zap¿ and the patient got dizzy and sat down to check to see if their stimulation was on. It was noted both of the patient¿s ins batteries were off. Reportedly, the patient turned on their left ins first and felt nothing then they turned on their right ins and very intense stimulation in their left leg. It was noted the sensation was continuous so they turned the stimulation off. It was stated that typically when the patient turned their right ins on they would feel stimulation initially but it goes away. It was reported the patient had their stimulation off at the time of report and they were shaking. It was also reported the patient¿s left leg was sore where they felt the intense stimulation. Later that day, it was reported the patient got shocked in their left leg when they turned their stimulation on. It was stated when they turned the stimulation off their parkinson¿s symptoms returned and they started shaking. The next day, it was reported the patient had a loss of therapeutic effect and paresthesia in their left leg when their stimulation was turned on. It was noted the patient was shaking so bad for two days that they had to put the phone down twice during the call. It was stated when the patient turned their right ins on their left leg began to tingle and that started (B)(6) 2013 and the patient felt a little zap. It was later reported the patient¿s stimulation had been increased and they were set back to the previous setting. It was stated the patient was doing well in the clinic. Reference manufacturer report #3004209178-2013-14508.